Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: middle insulation breached; distal segment analyzed. Distal conductor fractured; full lead analyzed.

Event description:
It was reported the lead was explanted due to lead fracture. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.